Manufacturer narrative:
One photograph was shared by customer, indicating 1 tego connected to arterial side and 1 tego connected to a veins side. The tego that was connected to the arterial side shows an internal unknown blood residual, it's not very clear the source of the leaks. No additional damage was observed. The complaint of leaks can be confirmed based on of the photo provided by customer, it's observed an internal unknown blood residual inside the tego, connected to an arterial side. However, without the return of the used sample a comprehensive failure investigation cannot be performed and a root cause cannot be determined. The device history records for lot 6951763 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a tego connector where the reporter stated that after installation of the connector, upon disconnection and salinization, hematic filtrate was observed through the silicone walls. There was patient involvement but no patient harm.